Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's spouse reported the patient was experiencing ineffective and uncomfortable stimulation. The patient's spouse also stated the patient's scs system was explanted in 2013.